Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device exhibited an issue with the battery charge / duration. The device was evaluated onsite by a philips fse. The fse performed several test cycles but no issues were detected. The battery calibration test was successfully executed, and the device was returned to service. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, there was no fault found. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse executed the battery calibration test successfully and confirmed that the device is fully functional. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the heartstart mrx defibrillator exhibited a damaged battery. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.